Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up for this subcutaneous implantable cardioverter defibrillator (s-ICD), a red screen was displayed on the programmer to check device integrity. A battery depletion (bd) error code was noted. Technical services discussed submitting device data for engineering evaluation, to determine if the bd error was true or unintended. Later, the field representative sent an sd card to technical services, but no data was saved to the card. The device remains in service. No adverse patient effects were reported.